Event description:
It was reported that the bladder of a ce infusor lv 5 ml/h leaked during filling. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.